Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The 8mm monopolar curved scissor instrument was analyzed and have blade damage at the base and mid of the blade. Both blade edges were indented. Which is the cause for the instrument to be dull, rigid/stiff to open and close. There is assumption of missing pieces but could not be measured in size. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument.

Event description:
It was reported that the monopolar curved scissors (mcs) instrument was not sharp. There was no report of patient harm.